Event description:
Device 1 of 2. Reference MFR report: 1627487-2010-01081. The pt had two scs systems, one for stimulation of the thoracic area and one for cervical stimulation. It was reported that the patient lost stimulation from her thoracic system and lead impedances measured high. An xray was taken which confirmed all system connections were intact and the lead(s) had not migrated. The patient did not state any falls or injuries sustained prior to losing stimulation. The physician explanted and replaced the leads on (B)(6) 2008 during which the physician noted it appeared the wires were broken. The explanted leads were returned to ans for eval. F/u on the pt found no further issues reported.

Manufacturer narrative:
Eval: method: device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. The lead is kinked with all wires broken about 23 cm from the stimulation end. Lead fails continuity testing. Conclusion: the cause of the reported event could not be determined from the review of the DHR and sterilization records. (B)(4). Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.